Event description:
It was reported to medtronic minimed that the customer found damage to the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was not performed. No harm requiring medical intervention was reported. Mmt-1886 was requested and customer has returned the device for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Test p-cap locked properly into the reservoir compartment. After multiple battery installations, the unit persisted on blank display. Pump received with blank display due to cracked case behind the pump at the battery compartment causing the battery tube to become loose and battery cap not making contact to the battery tube. Proceeded by cutting the unit open and pushed the battery tube assembly back into position. Blank display persisted and unit could not powered. Unit received with battery tube threads - cracked, serial number label missing, cracked case (battery tube), cracked case-corner of belt clip rails, cracked case on battery side, keypad overlay peeling, missing display window/cover and corroded battery tube. In summary, customer allegation for cosmetic damage confirmed when battery tube threads - cracked was noted during visual inspection. Unit was received with an unexpected blank display due to battery tube damage. Unit persisted on blank display after the battery tube was pushed back in position. Corroded battery tube was noted during deconstructive analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.